Event description:
It was reported that during a procedure to treat an atrial fibrillation (afib), a faradrive sheath, an intellanav stablepoint catheter and an intellamap orion catheter were selected for use. The patient had complex anatomy so the physician stated that maneuvering all sheaths and catheters was more challenging but no instance in particular was of note. After 60 minutes of procedure, the physician had completed a cavotricuspid isthmus (cti) radio frequency (rf) ablation line using the faradrive sheath and the stablepoint catheter. Then, the physician gained transseptal puncture (tsp) access with the faradrive sheath and versacross connect with rf wire. In the physician opinion, the patients anatomy was challenging. No other difficulties noticed during tsp. Once tsp was performed, the physician introduced the intellamap orion catheter into the left atrium (la). Once the premap was nearing completion the patients blood pressure dropped and the physician observed a small effusion using intracardiac echography (ice). The procedure was stopped and the physician performed a pericardiocentesis to drain the blood. The patient is expected to make a full recovery. None of the device are expected to be returned as they were disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.